Manufacturer narrative:
(B)(4).

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015 to report, on behalf of the patient, that there was no audio output coming from their dexcom receiver on (B)(6) 2015. No medical intervention or injuries were reported.